Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had a burning feeling on their back and there was an infection in the battery in their back for their bladder device where they had the incision. This issue began around april 15th. The patient also mentioned during their bladder surgery they were not sure if someone helped them turn the stimulation off for their spinal cord stimulator. The patient mentioned they were told they were flopping on the table. The patient went to their healthcare provider (hcp) who did their bladder device and checked their bladder device but the bladder never got turned up. An attempt was made to transfer the patient to interstim but the patient stated "they" already called them. [Refer to pe 708031788 for the patient's comments about their scs device.]